Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She stated during the needle insertion process there was "not enough power" to insert the cannula into the infusion site. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.